Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. It was determined that the system camera was defective and was replaced. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the system 8800 displayed no image and tracked to maximum technique. There was no adverse pt involvement. All reported pt info has been recorded above.